Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "the volume draw is not good, there's not enough blood".

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "the volume draw is not good, there's not enough blood".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 16-may-2022. D4: medical device lot #: 1098445. D4: medical device expiration date: 31-jul-2022. H4: device manufacture date: 08-apr-2021. H6: investigation: bd received 3 samples from the customer in support of this complaint. The 3 customer sample tubes were draw tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.